Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the device was observed to sense and detect noise via the real-time electrogram. The noise was determined to be caused by an anomalous component within the device's electronic module. The manufacturing records of the electronic module and of the device were reviewed and found to be normal. Failure (event) observed during analysis.